Event description:
It was reported the scs system never provided effective stimulation therapy for the patient. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced. Reportedly, the patient received effective therapy postoperative and the issue is resolved.